Event description:
It was reported that the pt expired in 2007. It is unk if the pt's death was attributed to the device, as no other details were provided.

Manufacturer narrative:
The device was not returned for eval.